Manufacturer narrative:
Follow-up #1 date of submission 05/05/2014-device evaluation:the pump has been returned and evaluated by product analysis on 04/24/2014 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump black box data indicated that the information from the event date had been overwritten. During testing, the pump powered on properly, and a power loss was not observed. The pump was exercised for 24 hours with no power interruptions or duplicated alarms.

Event description:
On (B)(6) 2013 the reporter contacted animas alleging that multiple call service alarms had been emitted by the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.